Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The customer decontaminated the lines, changed the process probe, centrifuged the calibrator and reran the calibration. The issue was resolved. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.